Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was approximately 100 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal, customer's blood glucose (bg) lowered to 38 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer took medications that were known to effect cgm values. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.